Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Medical staff reported a left side device rupture diagnosed by ultrasound. Device has been explanted and replaced with another manufacturers device. This relates to the right device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reports left side rupture to device. Device has been explanted.